Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. In august 2022, the estimated battery level was 5 1/2 years remaining. In june 2024, the estimated battery level dropped to 3 1/2 years. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing slightly higher at an unexpected rate, due to patient's chronic atrial fibrillation (af). Technical services (ts) consultant provided education on increased current drain associated with af. Ts provided recommendations to monitor device closely and repeat data analysis at next follow up. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity was less than expected. In august 2022, the estimated battery level was 5 1/2 years remaining. In june 2024, the estimated battery level dropped to 3 1/2 years. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing slightly higher at an unexpected rate, due to patient's chronic atrial fibrillation (af). Technical services (ts) consultant provided education on increased current drain associated with af. Ts provided recommendations to monitor device closely and repeat data analysis at next follow up. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.